Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, valve misloading was not detected under x-ray before implantation. A certified nurse performed the loading. After two-thirds of the valve was deployed, prosthesis frame infolding was observed; the frame shape was not circular but appeared as a half moon towards the inside. The valve was recaptured and removed. A new valve was successfully implanted. Additional information was received to report during pre-case planning there were concerns regarding valve infold, primarily due to severe annular calcification and a bicuspid valve anatomy (sievers type 0). For this reason, aggressive pre-implant dilatation was performed using a 25mm non-medtronic (osypka) balloon. The procedure was delayed until a new valve was loaded and inspected. The valve load was without issue and used for a successful implant. No patient complications were reported as a result of this event. Additional information was received that a different delivery catheter system (dcs) was used with the new valve.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: evproplus-34 (serial: (B)(6); product type: 0195-heart valves; implant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, valve misloading was not detected under x-ray before implantation. A certified nurse performed the loading. After two-thirds of the valve was deployed, prosthesis frame infolding was observed; the frame shape was not circular but appeared as a half moon towards the inside. The valve was recaptured and removed. A new valve was successfully implanted.

Manufacturer narrative:
Image review: three static images were provided for review of the event. The patient¿s executive summary was provided for anatomical review. The patient appeared to have a significantly calcified bicuspid aortic valve with an annulus perimeter that measured 93.8mm with a perimeter derived diameter of 29.8mm, suggesting a 34mm evolut. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap beyond node 4. The valve was attempted to be implanted and an infold was noted. The infolded valve was removed from the patient and deployed on the sterile field. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, valve misloading was not detected under x-ray before implantation. A certified nurse performed the loading. After two-thirds of the valve was deployed, prosthesis frame infolding was observed; the frame shape was not circular but appeared as a half moon towards the inside. The valve was recaptured and removed. A new valve was successfully implanted. Additional information was received to report during pre-case planning there were concerns regarding valve infold, primarily due to severe annular calcification and a bicuspid valve anatomy (sievers type 0). For this reason, aggressive pre-implant dilatation was performed using a 25mm non-medtronic (osypka) balloon. The procedure was delayed until a new valve was loaded and inspected. The valve load was without issue and used for a successful implant. No patient complications were reported as a result of this event.